Event description:
It was reported that a user discontinued use of the ilet system after stating it was ¿not doing what it was supposed to do¿ and that it never ¿learned,¿ with the healthcare provider recommending discontinuation; the event was characterized as hyperglycemia with unclear cause, no alerts or alarms reported, and troubleshooting and education performed with additional information needed from the user. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included a review of device performance based on user report and troubleshooting guidance provided. Investigation of this case revealed no confirmed device malfunction and insufficient information to link the event to a specific component or use error. It was concluded that the cause of the hyperglycemia remains undetermined and that no device-related adverse health effect was established. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.